Event description:
During service, the pump failed at power up with a 500 failure code. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.